Event description:
Routine complaint investigation identifies a false high blood glucose reading. The user allegedly compared her capillary glucose result with a laboratory reference device. The details of the system's use by the customer are not known. These results under certain conditions , could have adverse clinical effects. No injuries were reported in the field.